Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to an infection. Per the surgeon, there was a significant infection in the mastoidectomy. The recipient was not reimplanted. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.